Manufacturer narrative:
Conclusion: the detected root cause for device failure is in line with the reported failure description. The device never created an audible output, except intermittent tones during explantation surgery. Since the coil wire damage is the only identified device defect, it is very likely that the wire damage was present in the implanted state. Therefore, it can be assumed that observed damage was most likely caused by excessive mechanical stress during implantation surgery. This is a final report.

Event description:
During the initial activation the user reported that she was not able to hear any sound with the device. The user has been re-implanted.

Event description:
During the initial activation the user reported that she was not able to hear any sound with the device. The user has been re-implanted. Despite requested, the concerned device could not yet be retrieved for investigation.

Manufacturer narrative:
Additional information: according to the received information, the recipient did not benefit from the implant since first fitting. In situ testing results are consistent with technical failure. A review of the device history records (DHR) confirms that the device was released within specification. However, to determine an exact cause a device investigation at the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the received information, the recipient did not benefit from the implant since first fitting. In situ testing results are consistent with technical failure. A review of the device history records (DHR) confirms that the device was released within specification. However, to determine an exact cause a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
During the initial activation the user reported that she was not able to hear any sound with the device. Re-implantation is considered but no date has been yet scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the initial activation the user reported that she was not able to hear any sound with the device.